Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found switch 1 has a cut, the plug unit has corrosion due to water leakage and due to burn on probe cover, insulation resistance value at distal end does not meet the standard value. In addition, the probe cover has a crack, the light guide lens has a crack. Finally, adhesive on the bending section cover has wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope has a b30 scope communication error. It's unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, the jet tube has foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the additional information obtained from the customer, reprocessing was conducted in accordance with instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.